Event description:
On friday, (B)(6) 2012, at approximately 5:10 pm, my ibot wheelchair suffered a catastrophic failure while I was using it. I was in the living room of my house in the balance mode when it began to beep, the on button was flashing red, and it showed a symbol I had never seen before. I now know that the symbol was indicating a complete system shutdown. Within 3 seconds of the start of the beeping the chair fell over backward causing me to hit my head hard on the rough surface of a ramp, which the chair fell against. Had the chair been 6" forward, my head would have come down on a sharp corner of a 1/16" thick aluminum rail on the edge of the ramp, probably causing severe injury or possible death. The chair hit the floor with such force that the foot rests folded up above the level of the seat. I was shaken by the incident, and saturday morning I had a very sore neck from the fall. Purchase date: (B)(6) 2007, this date is an estimate. (B)(4).